Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored. Scissored clips were removed and there was no bleeding or tissue damage reported. The case was completed with a new device of the same product code. There were no patient consequences reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored. Scissored clips were removed and there was no bleeding or tissue damage reported. The case was completed with a new device of the same product code. There were no patient consequences reported.